Manufacturer narrative:
The sodium electrode lot number is edh97 with an expiration date of 26-may-2026. The field service engineer(fse) found that the ise compartment needed to be cleaned. The fse cleaned the sipper and vacuum nozzles, the dilution vessel, and the sample probe and replaced the internal standard. Calibration and qc were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 104.9 mmol/l. The repeat result was 135.2 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The qc recovery data provided was within specification. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.